Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the conductor wires were intact and undamaged, but the drive cable was frayed. The pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that the fenestrated bipolar forceps instrument wire was noted to have a fray at the tip prior to starting a da vinci surgical procedure. An alternate instrument was used for the procedure. No patient harm, adverse outcome or injury was reported.